Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 36 mg/dl at the time incident and current blood glucose was 117 mg/dl. The customer¿s blood glucose level was 40 mg/dl. The customer was treated with food and juice. It was reported that the customer had a problems with the sugar levels. The customer did not alleged pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.